Event description:
The device was returned for service. During service the device had failure code 16:310 in the event history. The hospital representative stated they have no record of any patient injury or medical intervention involving the pump since the last baxter service event.